Event description:
During unknown procedure, the device did not staple or stapled incomplete. It was difficult to open the device and to remove the device. Not noted how case completed. No patient consequence.